Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. She believed her hospitalization was due to a battery issue. Customer's blood glucose level was 300 mg/dl. She was on insulin drip. The customer also went to the hospital during the week of thanksgiving. The insulin pump kept alarming failed battery test. The alarm was recurring since thanksgiving. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.